Event description:
It was reported when using the bd bactec¿ mgit¿ 960 pza kit the pza was detected as resistant and resulted in sensitivity. There was no report of impact on the patient or user.

Manufacturer narrative:
E.4. Initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2024-00211 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 pza kit the pza was detected as resistant and resulted in sensitivity. There was no report of impact on the patient or user.